Manufacturer narrative:
Additional event details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the filterwire snapped and fractured. A 190 cm filterwire ez was selected for left heart catheterization. During the procedure, the filterwire snapped and fractured on the device. The procedure was completed with another filterwire. There were no patient complications as a result of this event.

Event description:
It was reported that the filterwire snapped and fractured. A 190 cm filterwire ez was selected for left heart catheterization. During the procedure, the filterwire snapped and fractured on the device. The procedure was completed with another filterwire. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the filterwire ez device was returned to our post market quality assurance laboratory. Visual inspection was performed and identified that the wire returned inside the delivery sheath and the filter bag came back in deployed state. It is possible to observed that the wire was exposed through the delivery sheath, also the spring tip was bent. This concludes the product analysis.

Manufacturer narrative:
Updated e1: initial reporter email. Additional event details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the filterwire snapped and fractured. A 190 cm filterwire ez was selected for left heart catheterization. During the procedure, the filterwire snapped and fractured on the device. The procedure was completed with another filterwire. There were no patient complications as a result of this event.